Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had stuck button alarm, power loss alarm and another insulin pump error alarm. The customer¿s blood glucose level was 15 mmol/l. Customer also reported that the insulin pump had frozen display. Customer stated that the screen was not completely blank and the power loss alarm occurred after that the buttons were not responding. Customer stated that the insulin pump buttons were not working in less than 5 minutes without battery change. Customer was unable to tried insulin pump with remote and screen turned off. Customer was able to clear the insulin pump error alarm, power loss alarm and program the insulin pump. Troubleshooting was performed. Customer was advised the insulin pump would need to be replaced and to revert to back up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, self test, and current measurements or verify frozen screen, pump error 49, and unexpected battery power loss due to display anomaly.